Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The high voltage output circuitry was found damaged and believed to have resulted from a lead anomaly.

Event description:
It was reported that the patient presented to the hospital after feeling device therapy. Upon interrogation, an alert stated possible output circuit damage and the hvli measured low. The diagnostics showed multiple aborted charges due to the possible output circuit damage. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.